Manufacturer narrative:
Findings: pump received with normal operating currents no unexpected low battery alarm during testing noted. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated possible exposed to moisture/water via kayaking but had pump protected. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.